Event description:
An elderly woman had an acute myocardial infarction on (B)(6) 2011. The morning of (B)(6) she presented at emergency dept with chest pain. The pt was clinically uncertain, ECG was not diagnostic. The pt was incorrectly treated as having acute myocardial infarction according to triage results.

Manufacturer narrative:
Product support previously tested lot w48663. Testing was conducted with calibrator z (negative control), calibrator h (positive control), and 2 normal whole blood donors. No high bias, elevated values or false positives were observed. All data points provided by customer for tni, ckmb and myo were below the clinical cutoff's as stated in the package insert and do not represent a false positive. No lot number given for cardio 2 lot to perform testing. No corrective action required at this time as no product deficiency was established.